Manufacturer narrative:
The device remains in service, reprogrammed to another sensing vector. Technical services reviewed the episode and noted the noise did appear consistent with sub-optimal electrode to tissue contact. It would be unusual to have air entrapment after four months of implant time; therefore, it was possible the electrode was in subcutaneous tissue as opposed to being on the fascia. It was also questioned whether something had changed with the patient, as the onset of the episodes was recent and had not occurred since implant. The device data was submitted to engineering for review, but no conclusive determination could be made. Technical services noted from the x-ray that limited electrode slack was present near the device header and suggested additional isometrics that could place additional stress on the electrode to header connection, such as having the patient lean well forward over their legs to tie shoe laces. The field representative has indicated that no further troubleshooting has been performed or is scheduled at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received three inappropriate shocks, due to oversensed noise. There were four untreated episodes also stored due to noise. The noise could not be reproduced. An x-ray showed something around the proximal ring. The sense vector was reprogrammed, from alternate to secondary. Device data was submitted to technical services for review. No adverse patient effects were reported outside of the receipt of three inappropriate shocks.